Manufacturer narrative:
Device evaluation: the cpu fluoro board was returned to the manufacturer for evaluation and the reported issue was confirmed. The system did not ready and an audible beep sounded. An attempt was made to clear the error but the issue did not resolve. The generator displayed a message without request and buzzer continues. It was not possible to clear error.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system was intermittently beeping, where the issue would occasionally be resolved by restarting. Troubleshooting found that the communication between the atp and fluoro central processing unit (cpu). The fluoro cpu was then replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fluoro cpu has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), reported that the generator was beeping continuously. There was no patient present when this issue was identified. No additional information was provided.